Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): correction/additional information. The sample is no longer available for evaluation. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a y-type microbore extension set that had a leak. According to the report, the customer reported that while injecting a chemotherapy drug, the fluid leaked small drops from the closed system of the catheter extension set . This was noticed and the set was changed immediately. The process step is unknown as well as any report of patient injury or medical intervention. No additional information is available.